Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other similar complaints for this lot. No further action is warranted at this time. Final comments: there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient has developed glistenings on the lens. There has been no impact on the patient's vision. An unapproved viscoelastic was used during the implant procedure. The surgeon attributes the patient's postoperative visual acuity of 20/40+ to her preexisting condition of advanced macular degeneration (amd).